Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system had a foreign object in the connector. Foreign matter was reportedly found in 3 catheters. The following information was provided by the initial reporter, translated from chinese: "at xxxxx, when the pediatric emergency nurse was about to give the child an injection, she opened the package of the indwelling needle and found a foreign object in the connector. It was found that the indwelling needles did not conform to the principle of sterility at all, so they stopped using them immediately and reported to the sales staff. At the same time, three indwelling needles with the same problem were found consecutively in the same batch of products."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2228260. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a photograph was submitted to aid in our investigation. Our engineers have reviewed the photograph and were able to confirm the presence of the report foreign body. The physical sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system had a foreign object in the connector. Foreign matter was reportedly found in 3 catheters. The following information was provided by the initial reporter, translated from chinese: "at xxxxx, when the pediatric emergency nurse was about to give the child an injection, she opened the package of the indwelling needle and found a foreign object in the connector. It was found that the indwelling needles did not conform to the principle of sterility at all, so they stopped using them immediately and reported to the sales staff. At the same time, three indwelling needles with the same problem were found consecutively in the same batch of products."